Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information has been added to d8, h6, h7, h9 and h10. The device history records could not be reviewed because the lot number was not provided. Olympus ships products manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer performed a replication test using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to suction being activated or the distal end of the scope is pushed against the mucous while removing the scope, a gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer reported to olympus, at the end of the endoscopic retrograde cholangiopancreatography procedure (ercp) the physician noticed small fragments of mucous membrane under the distal cover but no damage was found on the patient. The scope was inspected prior to the procedure and there were no findings. The procedure was completed using the same device without any delay. The mucous membrane was sent for laboratory testing however the results were not provided by the customer. Patient identifier (B)(6) is for the scope and patient identifier (B)(6) is for the distal cover. This report is for patient identifier c21375447 for the distal cover.

Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation, it was discarded by the facility. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.